Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that there was no surgical delay. There were no patient consequences or impact to the user or patient.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that at the moment the doctor activates the trigger of the suture device, it breaks and does not work; we pass a new suture. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a video and photo were provided. Upon visual inspection of the video, it was observed that the trigger was loose, in that there was no tension on the handle. Since the damage in the trigger, this complaint can be confirmed. It was not possible to see the implants and suture along with the gun. Also, the photo provided showed the same condition found in the video. Hands on analysis should provide the evidence necessary to discern a specific root cause. The possible root cause for the reported failure could be related when not inserting the needle into the tissue far enough therefore blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. When attempted to fire the first implant in the tissue, excessive force could have caused stress on the handle thus causing the handle mechanism to break. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number: 6l43459, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on (B)(6) 2020, it was observed that the trigger on the truespan 12 degree peek device broke upon its activation for the suture to pass. Another suture was passed. There were no adverse patient consequences reported. No additional information was provided.